Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. Confirming the clinical observation, the analysis revealed the battery status eri, detected on march 25, 2019 at 10:59 am. However, the battery voltage indicated a charged battery and the current consumption was normal. The last measured battery status during the follow-up on march 25, 2019 between 09:12 am and 10:54 am was bol. Further inspection of the data showed that the activation of the battery status eri did not result from a depleted battery. The eri status was automatically activated by the device as a result of the detection of inconsistent content in the life-holter, a memory range containing battery data. In the case that there was invalid content found in the life-holter, the device will by design inform the user to avoid an incorrect automatic longevity calculation and to assure the patients safety. Please note, the ability of the device to deliver therapy is not affected by this safety mechanism. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed that the detection of the battery status eri was triggered as a safety mechanism because of the detection of inconsistent information in the life-holter of the ICD. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data, the root cause of this observation could not be determined. It was reported to biotronik that, after a reset of the ICD, the device was working as expected. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - this device indicated eri after approximately 4 days of being implanted.